Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to have cancer resulting in patient's death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in 2518422-2021-05130-1. This report was submitted as a duplicate report of the previously submitted report.